Manufacturer narrative:
Follow-up with the customer indicated repeat thc tests were run on 15 august 2023 with results within expected range. The care of the baby was returned to the mother. There was no report of harm due to this event. A beckman coulter field service engineer (fse) provided onsite support for the dxc 700 au chemistry analyzer. The fse discussed the issue with the customer and found no problems with the analyzer but determined the issue was attributed to incorrect calibration and missed quality control failures. No hardware parts were replaced. No further issue was reported. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining (1) erroneous low cannabinoid (thc) patient result on urine drug screen, on their dxc 700 au chemistry system. There was (1) erroneous low thc patient result reported outside of the laboratory, which were later amended. The customer reported that one (1) patient that was admitted to the delivery ward and social services became involved due to false thc results.